Event description:
The manufacturer was notified on (B)(6) 2016 that the medium perceval valve was implanted and the post-implantation echo showed a moderate pvl and central leak, mean gradient of 33 and peak gradient of 66. A decision was made to open back up and inspect the valve. The inflow portion of the valve was collapsed on itself between the right and non-coronary cusp and the leaflets were oriented in an s shape (not mostly straight as they should be). It appeared that the valve was oversized and possibly tilted during deployment. On pre-op echo the annulus was measured at 17.3 mm and medium perceval was chosen. A decision was made to explant the valve and implant a mitroflow valve (21mm) and an annular and aortic root enlargement was performed to fit the 21mm mitroflow.

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1209, s/n (B)(4), were pulled and reviewed to confirm that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. No evaluation was conducted for the solo valve due to the limited information available. Based on the details received and based on the clinical experience of perceval valve, significant pvl is a complication after sutureless valve implantation that is usually caused by incorrect positioning of the valve due to an incomplete decalcification of the annulus or due to incorrect sizing. In the scientific literature, several cases were published in relation to significant regurgitation in the early postoperative period after perceval implant caused by the inflow stent bent inward. An oversized valve is believed to be the cause of this complication.